Event description:
It was reported by service report that the broken tip rail pt left, spindle spacer broken on both left and right. Also found that brakes are not holding. Customer could not determine if there was pt involvement of if there were adverse consequences to report.

Manufacturer narrative:
Brake cam.